Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2011 a patient received a perceval pvs21 via partial sternotomy as part of the (B)(6) trial. No concomitant procedures occurred. The manufacturer was notified of a serious adverse event (sae) on 10/29/2018. The patient passed away from cardiovascular reasons of unknown causes. No date of occurrence was recorded. Upon review of the (B)(6) database the patient had 6 other sae's. Sae 1: cardiac arrhythmia/ atrial fibrillation on (B)(6) 2011. Sae 2: heart failure and hydroelectric imbalance on (B)(6) 2011. Sae 3: pleural effusion. Needs of evacuative thoracentesis on (B)(6) 2011. Sae 4: non-structural dysfunction, paravalvular leak 2+ and intra-prosthetic regurgitation 1+ on (B)(6) 2011. Sae 5: non-structural dysfunction, paravalvular leak 3+ and intra-prosthetic regurgitation 1+ on (B)(6) 2014. Sae 6: thrombocytopenia on (B)(6) 2011. The patient had two follow-ups. Follow-up one occurred on (B)(6) 2013 and the patient had nyha class ii, ejection fraction of 55%, mean gradient of 22 mmhg, paravalvular leak 2+ and central leak 1+. Follow-up two occurred on (B)(6) 2014 and the patient had nyha class ii, ejection fraction of 40%, mean gradient 24 mmhg, paravalvular leak of 3+ and central leak of 1+. The manufacturer followed up with the site and was notified that no further information regarding the patient was available.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Because no additional information was available, and the device was not received no further investigations can be performed. Based on the limited information the root cause of the reported event cannot be determined at this time. Therefore the root cause of the patient death and the root cause of the non-structural dysfunction are deemed to be unknown.